Event description:
Attorney alleges the plaintiff experienced acute thoracic complaints with the suspicion of a tear in the silicone prosthesis. The plaintiff also had extremely severe pain in the breast, hot flushes, difficulty breathing, nausea, outbreaks of sweating, severe pulling pains in the chest and back and considerable mental stress. Attorney also alleges the plaintiff's implant was defective and that the plaintiff presented clear signs of an implant bearing infection.